Event description:
The patient was seen in ICD clinic and patient's device was discovered to be at end of life (eol). The warranty on the t167 is 4+3. ICD is 4 years old. Patient presents for routine device follow-up and has no specific complaints or concerns regarding his device. The battery voltage status is end of life. Charge time is 28.7 seconds.